Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported pump wake button had to be pressed multiple times before pump worked. Customer also received "delivery errors". No additional information was provided. Customer requested no follow up be performed. There was no reported impact to customer's blood glucose.